Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8352806, medical device expiration date: 2023-12-31, device manufacture date: 2018-12-18. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 ca needles are bending, breaking, and leaking during use. The following information was provided by the initial reporter: material no.: 320555, batch no.: 8352806, unknown. It was reported the needles are bending at the end of the tip which causes the insulin to leak out. It was also reported that one needle broke off into the patient's abdomen. It was also reported the patient missed a dose due to the needle bending and insulin leaked out. Per phone call on 08-jan-2020: consumer called to report that the "last few months" the needles are bending on their ends, one even broke off into her abdomen which she was able to remove herself without any medical attention. "Last weekend" the insulin ran out of the tip that bent which caused her to miss the dose. She says it happens about 3 times a week, she injects daily. She would like to know the results of the investigation if possible. It has mainly occurred with this box but she said a few times with previous boxes. No dates or previous lots provided.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 ca needles are bending, breaking, and leaking during use. The following information was provided by the initial reporter: material no.: 320555 batch no.: 8352806, unknown. It was reported the needles are bending at the end of the tip which causes the insulin to leak out. It was also reported that one needle broke off into the patient's abdomen. It was also reported the patient missed a dose due to the needle bending and insulin leaked out. Per phone call on (B)(6) 2020: consumer called to report that the "last few months" the needles are bending on their ends, one even broke off into her abdomen which she was able to remove herself without any medical attention. "Last weekend" the insulin ran out of the tip that bent which caused her to miss the dose. She says it happens about 3 times a week, she injects daily. She would like to know the results of the investigation if possible. It has mainly occurred with this box but she said a few times with previous boxes. No dates or previous lots provided.